Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that ra lead capture was witnessed when the patient was in sinus rhythm and that the issue was occasional under-sensing of atrial fibrillation (af). Reprogramming occurred which cured the under-sensing and after which proper capture was noticed.

Manufacturer narrative:
Concomitant medical products: ddbb1d1, crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited questionable capture, post termination of atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.